Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular lead impedance has been steadily rising since approximately (B)(6) 2009 through the interrogation date in (B)(6) 2009.

Event description:
It was reported that bipolar impedance had tripled since (B) (6) 2009, and there was also increased threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.